Event description:
Patient was revised to address poly wear and osteolysis (left side).

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear, however, polyethylene wear after fourteen years implantation with a reported athletic activity level should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.